Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the degasser unit and the photometry pcb control to resolve the issue. The fse performed photocal, calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for glucose (glu) and linear rate error (*) patient results for alkaline phosphatase (alp) and alanine aminotransferase (alt) involving their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.